Event description:
It was reported that during an ercp procedure for treatment, when the guidewire was being removed, the coating on the tip got detached from the wire. It was reported that there were no pt complicatons and the pt's conditon was reported as good.